Event description:
It was reported that a nurse placed a foley catheter in the patient. Within hours of placement, the catheter was observed to be completely detached from the drainage bag. The red tamper evident seal remained intact; however, the catheter had pulled out of the seal, resulting in urine draining into the patient¿s bed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.